Event description:
PICC line nurse was placing a PICC line in the patient's right upper arm when it appears it became "stuck". After removal, the guidewire was noted to be fractured, and portion of the guidewire remained in the patient (approximately 3 cm). Immediate pressure was held, and interventional radiology (ir) evaluated the situation but did not believe they were able to remove the retained wire. Vascular was consulted and did not recommend removing it. A new PICC line was placed for treatment while in ir.